Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred at the septum of the bd saf-t-intima¿ IV catheter safety system with y adapter after the puncture. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7325222, our records show it was manufactured december 2017, and determined that this is the only instance of leakage at the septum occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Although photos were submitted for evaluation, the images were unfortunately not too obscured to visualize the issue clearly. 5 retained samples of the complaint lot were used in a leakage test, and no leakage was observed. Investigation conclusion: with out the ability to observe the reported event in the photographs, and because a sample could not be obtained for testing purposes; engineers could not determine the root cause for this complaint.

Event description:
It was reported that leakage occurred at the septum of the bd saf-t-intima¿ IV catheter safety system with y adapter after the puncture. There was no report of exposure, injury, or medical intervention.